Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing some discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned from the low back to her abdomen. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.